Manufacturer narrative:
D4 & h4: medical device catalog, serial number, unique device identifier, medical device model and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) dialed into es app server, then checked in es database but there no messages were stuck, messages were crossing fine, no issues were found. The system functioned as intended when the technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ es server had an all pyxis machines were in override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.